Manufacturer narrative:
Additional information related to the event will be available after investigation of returned device, which could be addressed in a follow-up report. Because the issue was detected during the device priming phase, the patient was not involved; moreover, the health effect clinical code assigned represents a worst-case scenario with respect to the present event.

Event description:
Cp37 pumphead cavitating significant air during priming. It was deaired 3 times but it continued to entrain air. No noise or cracks/visible damage to pumphead. Pressurized circuit to test for leak, but no leak noted. Swapped out for new pumphead and the issue disappeared.

Manufacturer narrative:
For the result of the investigation activities please refer to investigation report attached (nhcx0017_investigation_on_rmd). Because the issue was detected during the device priming phase, the patient was not involved; moreover, the health effect clinical code assigned represents a worst-case scenario with respect to the present event.

Event description:
Cp37 pumphead cavitating significant air during priming. It was deaired 3 times but it continued to entrain air. No noise or cracks/visible damage to pumphead. Pressurized circuit to test for leak, but no leak noted. Swapped out for new pumphead and the issue disappeared.